Event description:
Boston scientific received information that the patient with this device presented to the hospital after experiencing a syncopal episode. In addition, their heart rate was 38 beats per minute. Attempts to interrogate this device were unsuccessful. In addition, no magnet rate could be obtained and telemetry could not be established. An internal technical service consultant was contacted and recommended possible maneuvers to successfully interrogate the device and recommended device replacement if unsuccessful. The patient was hospitalized for further observation and possible device replacement. No further adverse patient symptoms were reported. Subsequently, this device was removed and returned for analysis.

Manufacturer narrative:
This device has been received at the post market quality assurance laboratory and is currently in analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.20 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be found. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the root cause could not be identified.